Event description:
Healthcare professional reported "secretary, informs that the patient sought the physician to explant the prostheses due to rupture. This is for the left side device. The device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.